Event description:
Complaints of pain, decreased mobility, limping, clicking, snapping and squeaking post hip replacement, surgeon kept saying he could find nothing wrong. A pet scan suggested infection or loosening which my doctor disagreed. Got second opinion, new surgeon had me get chromium and cobalt levels which came back markedly elevated; cobalt whole blood level 169.9 (normal 1.8), chromium 80 (normal2). Had hip revision on (B)(6) 2011 which showed device in poor position, gluteus medius muscle 50% necrotic, metallosis requiring debridement. Could not bear weight for 6 weeks post op due to instability. Surgeon says I may have a permanent weakness due to damage of gluteus medius and may have a permanent limp. I am now 6 months post op and unable to walk without a crutch or cane. Pain is starting to return.